Manufacturer narrative:
Follow-up submitted with updated conclusion code.

Manufacturer narrative:
Conclusion: waiting on parts.

Event description:
It was reported that the power cord sheathing was damaged and the power coil cord was also damaged with the inner conductors visable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power cord sheathing was damaged and the power coil cord was also damaged with the inner conductors visable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.